Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station had an incorrect time. A technical support provided the applied knowledge article 000012648 "device time is incorrect" and updated the station time using powershell to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device. E.1. Initial reporter facility: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station time was incorrect, that was 15 minutes earlier than actual time. The customer reported that the malfunction occurred when user tried to issue medication to patient and there was a delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.